Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The cartridge cap was alleged to be unable to attach to the pump, with moisture present in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: a visual inspection of the pump revealed no damage or moisture in battery compartment or cartridge compartment. The returned battery cap was undamaged. A leak test was performed and no leaks were found. The pump was opened and no moisture was found on internal components. There were no defects found.